Event description:
User alleges they had an event of the needle breaking off in the pt and had to be surgically removed. Nurse alleges after inserting the needle into the left thigh she started to push the plunger to deliver the vaccine and felt resistance. The used syringe and hub of the needle are being returned. The length of the 5/8 needle is still within the pts thigh. The pt has been discharged and is posted for surgery at another facility.

Manufacturer narrative:
Results evaluation: smiths medical is anticipating the return of the sample involved in this event. A review of our complaint database reveals no similar reports on this lot number. Further review reveals that we have also not received any needle breakage reports on the needle used in this catalog number. A f/u report will be submitted if the needle from this event is returned.